Event description:
New information received states that the patient presented to the hospital for a scheduled lead extraction procedure. The right ventricular (rv) lead was also noted to exhibit noise oversensing resulting in pacing inhibition and high capture threshold resulting in loss of capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise and low pacing impedance. No changes or intervention were performed. The patient condition was unknown.